Event description:
It was reported that the mega suturecut needle driver had a bent jaw out of the sterile peel pack. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. A piece approximately 0.12" x 0.22" was found to be broken off and the broken piece was not returned. The complaint regarding the broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the remotefe logs was performed. Per the review, the instrument was last used on: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - benign hysterectomy. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. No image or video clip for the reported event was submitted for review. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.